Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the device was returned used. The lever was disengaged, as expected for a used probe. It was observed that the cutting cannula was slightly bent to the left. It is unknown when or how the cutting cannula became bent; however, it is highly unlikely that the probe was in this configuration at the time of the event, as the bend was not reported by the user. The main probe assembly was pushed back on the probe cover. The cannula driver and slider were in their initial positions, indicating that the clutch wheel was engaging the internal gears, and that the probe was in sample acquisition mode. The sample notch was in its initial position and the gears were in alignment. Functional/performance evaluation: the lever was re-engaged. The probe was loaded into an in-house driver. The probe clicked in place and the driver lights flashed red. The probe was removed from the driver, and the device was disassembled. During disassembly, it was noted that the toothed rack had fractured. The sample notch and cutting cannula were separated and tissue was found in the sample notch. As a result of the bent cutting cannula and broken toothed rack, functional testing could not be performed with the probe. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is inconclusive due to poor sample condition. The cutting cannula was returned bent and the toothed rack fractured during testing, thus preventing functional testing from being performed. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: specific warnings, precautions and directions for use of the finesse® ultra biopsy probe are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound guided breast biopsy procedure, that the probe was loaded into the driver and then the prime button was depressed, the driver went to red lights. The procedure was completed with another biopsy instrument. There was no patient injury reported.